Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen groshong catheter with a two-piece connector assembly. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed distal to the 34cm depth marking. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "the patient took the tube home and returned to the facility for maintenance on april 7, 2024. During the maintenance process, he found that there was no blood return during the aspiration. Then the broken end of the PICC catheter slipped out and the broken tube was found. The tube was removed in the interventional department on (B)(6) 2024." No other information was provided. Additional information received 05/11/2024: on december 19, 2023, a patient with postoperative chemotherapy for breast cancer, a peripherally intubated central venous catheter was placed in the vein of the right upper limb. On (B)(6) 2024, the patient underwent PICC catheter maintenance in breast and thyroid surgery, and it was found that there was no blood return during the maintenance process, and fluid was found to leak out of the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the time of rupture was unknown. The emergency bedside x-ray showed that the cardiac projection area was distorted catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and on april 6, 2024, inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC tube extraction was performed in the interventional room, and the PICC catheter removed was intact, and the postoperative return to the vascular interventional department was returned. Additional information received 05/27/2024: the patient was found to have thrombosis in the superficial and deep branches of the right upper limb during the fifth chemotherapy on march 21, 2024, and was subsequently treated with anticoagulation therapy in accordance with the vascular surgery department. At 12:30 on (B)(6) 2024, the patient went to our department for PICC catheter maintenance, and it was found that there was no blood return during the maintenance process, and it was found that there was fluid oozing from the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the fracture time was unknown. The emergency bedside x-ray showed that the cardiac projection area was tortuous catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and the inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC catheter removal was performed at 9:00 on (B)(6) 2024 in the interventional room, and the removed PICC catheter was complete, and the operation was completed at 9:40 on april 6, 2024, and he returned to the vascular intervention department after surgery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "the patient took the tube home and returned to the facility for maintenance on (B)(6) 2024. During the maintenance process, he found that there was no blood return during the aspiration. Then the broken end of the PICC catheter slipped out and the broken tube was found. The tube was removed in the interventional department on (B)(6) 2024." No other information was provided.

Event description:
It was reported, "the patient took the tube home and returned to the facility for maintenance on (B)(6) 2024. During the maintenance process, he found that there was no blood return during the aspiration. Then the broken end of the PICC catheter slipped out and the broken tube was found. The tube was removed in the interventional department on (B)(6) 2024." No other information was provided. Additional information received 05/11/2024: on (B)(6) 2023, a patient with postoperative chemotherapy for breast cancer, a peripherally intubated central venous catheter was placed in the vein of the right upper limb. On (B)(6) 2024, the patient underwent PICC catheter maintenance in breast and thyroid surgery, and it was found that there was no blood return during the maintenance process, and fluid was found to leak out of the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the time of rupture was unknown. The emergency bedside x-ray showed that the cardiac projection area was distorted catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and on (B)(6) 2024, inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC tube extraction was performed in the interventional room, and the PICC catheter removed was intact, and the postoperative return to the vascular interventional department was returned. Additional information received 05/11/2024: the patient was found to have thrombosis in the superficial and deep branches of the right upper limb during the fifth chemotherapy on (B)(6) 2024, and was subsequently treated with anticoagulation therapy in accordance with the vascular surgery department. At 12:30 on (B)(6) 2024, the patient went to our department for PICC catheter maintenance, and it was found that there was no blood return during the maintenance process, and it was found that there was fluid oozing from the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the fracture time was unknown. The emergency bedside x-ray showed that the cardiac projection area was tortuous catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and the inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC catheter removal was performed at 9:00 on (B)(6) 2024 in the interventional room, and the removed PICC catheter was complete, and the operation was completed at 9:40 on (B)(6) 2024, and he returned to the vascular intervention department after surgery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.